Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient was initially diagnosed for l3 burst fracture. On 2015-(B)(6), left l1 screw was found to "cut out" the vertebrae. It was confirmed that the "cut out' found on both side of l1 screw. CT found that other screws (levels not specified) were also loosened. Surgeon commented that the patient was active post-revision and had a problem on his bone quality. Those might have contribute to the screw "cut out" and loosening.

Event description:
An initial surgery of posterior lumbar fusion was performed a spinal system. The patient¿s initial diagnosis were not reported. The levels of the initial surgery were l2-l4. L3 was fixed only in the right side. The deviated screw was located on right l2. On the following day (i.e., (B)(4) 2014), one of the inserted pedicle screws was found slightly deviated, for which a revision surgery was performed. In the revision surgery, fusion range was extended tp levels l1-l5 and the deviated pedicle screw was replaced. Further information will be collected. No patient complications were reported. Surgeon commented that the deviation was due to his technical error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.